Manufacturer narrative:
A call/complaint was received indicating that a failure of "patient is complaining that she feels electric shocks coming from the blanket" has occurred with the temperature therapy product. The sample (both unit and blanket) has been returned for evaluation. The finished good lot number that was returned is 45460123, which is for finished good part number t735ns. Review of the work order showed no discrepancies that would have contributed to the reported issue. The unit serial number is (B)(4). The batch number is 7-1705. Testing was performed by filling the unit with ice and water, connecting a cold therapy blanket to the unit hoses and allowing the unit to run. The unit ran for approximately 2 hours and 55 minutes. While the unit was running, the blanket was handled by the tester and quality control personnel multiple times; shocking from the blanket or unit was not detected. The unit functioned correctly with water circulating through the unit and blanket. The unit and blanket were sent to deroyal engineering for further evaluation and testing. The deroyal engineer tested the unit and blanket by filling the bucket with water, turned the pump on to see if any electrical shock could be felt while keeping one finger on the nut around the jack so that his body was connected to the ground of the bucket. The engineer did not feel any electrical shock from blanket, tubing insulation, bucket outer wall and or water inside the bucket. The engineer used a multi-meter and selected the ohm-meter selection and measured the resistance between the ground nut around the jack and the parts mentioned above. All measurements were greater than 20 mohm which is the maximum the multimeter used could measure. The engineer then selected the voltage measurement option with the range of 200 mv and performed this test on each component mentioned above. All measurements were equal or less to 1 mv, except for voltage between the ground and the water in the bucket which measured less than 10 mv. The conclusions of these tests was that no component or part, including the water, that can be in contact with the patient had an electrical potential compared to the circuit ground greater than 10 mv. The potential is very small relative to the potential for electrical shock to a person. The unit operated normally and no abnormality was found on this unit and its blanket while operating. The manufacturer of the unit was notified via email by the deroyal engineer of this issue. The manufacturer performed testing on a unit they had available to see if they could duplicate the issue. The manufacturer tested the available unit by cutting the pump wire inside the bucket and under the water. There were no voltage detected in the water when the unit was turned on. The voltage was tested with both probes in the bucket and also one probe in the bucket and one in a pvc loop at the location where the blanket would be and voltage of concern could not detect. Following this test the manufacture also submerged the dc jack in the water and there were also no voltage detected. A supplier corrective action request (scar) has been issued to tonic studios. The root cause was undetermined due to unit functioned correctly when testing was performed and no shock was felt. Between, december 10, 2015 - november 26, 2017, there has been one report of this malfunction for (B)(4), of this product finished good number t735ns cold therapy unit combo. Between, november 5, 2015 - november 27, 2017, there has been one report of this malfunction for a (B)(4), of product 1-t700 which is the raw material number for the t700 finished good unit used to manufacture the t735ns cold therapy unit combo. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2017. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: the patient is complaining that she keeps feeling electric shocks coming from the blanket. She is using a towel between the blanket and her skin. How was the quality issue was identified? By actual use. How was the product being used? For cold therapy on knee. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: n/a.